Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip would not release out of the clip applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter could not provide any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation. Failure analysis investigations confirmed the customer-reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. Additionally, the instrument was found to have a bent grip, and the tip does not align with the other grip. The complaint was confirmed based on failure analysis.